Event description:
The tubing end (female luer) that connects to the injector blew off or broke during high pressure injection. The tubing was not kept. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the actual device used was disposed of by the customer. The lot number of the device that failed is not known. A review of the device history record could not be accomplished. The complaint is not confirmed. Without the lot number of the actual device involved it is impossible to determine root cause for the reported failure. Evaluation method: unable to do lot specific device history record review or complaint database review. Results: unable to determine root cause.